Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows portion of the electrode is detached. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the device generated plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the instructions for use found the wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface such as an insertion cannula.(2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during right knee arthroscopy with partial medial meniscectomy, a small piece of metal broke off of the ambient super multivac wand. The small piece of metal was retrieved and removed from the joint with tweezers. It is unknown whether there was a back up available. No significant delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.